Event description:
It was reported that an abnormal frequency of dura mater breaches were observed during epidural placement. This presented a risk for post-humeric burst syndrome. The patient experienced headache secondary to epidural analgesia, and a prolongation of their postpartum stay. A blood patch was used to treat the patient. No further complications were reported in relation to this event.